Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed one opening assessed as fold flaw opening and two openings assessed as surgical damage. Visibility/palpability: unable to observe as it is not related to the device. Breast pain: unable to observe as it is not related to the device. As per the investigation procedures non penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side device rupture, pain, change in appearance of the right breast and silicon perspiration. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side device rupture, pain, change in appearance of the right breast and silicon perspiration. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed three openings assessed as smooth opening and surgical damage. Visibility/palpability: unable to observe as it is not related to the device. Breast pain: unable to observe as it is not related to the device. As per the investigation procedures non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side device rupture, pain, change in appearance of the right breast and silicon perspiration. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side device rupture, pain, change in appearance of the right breast and silicon perspiration. The device has been explanted.